Event description:
It was reported that during a shoulder procedure using a 5.5mm spartan peek suture implant, the tip broke off of the implant upon insertion after 4 turns into the bone. This occurred with an additional two spartan peek suture implants, resulting in a 40 minute surgical delay. After drilling a new bone hole, the procedure was completed successfully with additional identical implants. There were no further patient complications reported as a result of this event.